Event description:
It was reported that a lead safety switch (lss) on the pacemaker was triggered due to right ventricular (rv) pace impedance greater than 3,000 ohms. The lss automatically changes the programming configuration from bipolar to unipolar. The unipolar setting resulted in noise on the rv channel that was sensed and led to two seconds of pacing inhibition. Technical services recommended further review of the device system. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).